Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR

Event description:
Right cephalic PICC (1fr single lumen) placed at 1700 for IV access and concentrated tpn. Tip confirmed in subclavian vein with excellent blood return; line secured. Initially ordered d10w with 1:1 heparin at 2 ml/hr; custom tpn connected at 1840 and uvc removed. Pump alarmed high pressure around 1900 at 300 mmhg; increased to 600 then 750 with repeat alarms. Poc glucose at 2014 was 1.8. Tubing checked[?]no clamps. Unable to flush via 3-way port, luer-lock, or directly; blood visible backing up through entire PICC past hub. Line confirmed clotted and locked. Alternate IV access attempts unsuccessful; 6 ml dbm given at 2100, poc glucose 3.5 after 30 min. In fentanyl given, new PICC placed 2300 in svc; accessed with d12.5 and 1:1 heparin at 4 ml/hr, pump pressure 600. Required reinsertion of another PICC.

Manufacturer narrative:
We received one catheter as faulty sample. A flush test to assess catheter patency could not be performed because the catheter tube and extension line were separated. Microscopic analysis showed dried residues of the administered tpn and glucose inside the catheter and extension line. Reviewing the patient's medication listed in the pir, it is important to emphasize that when administering incompatible drugs, the catheter must be flushed after each bolus to avoid precipitation, which may cause catheter obstruction, pressure rupture, or embolism. In addition, dried blood residues were noted inside the catheter. The customer reported an excellent blood return' with blood backing up through the entire PICC line past the hub. Furthermore, the catheter snapped at the junction between catheter tube and pink adapter. Microscopic examination of the fractured area showed a typical rough surface caused by excessive tensile forces. Regarding blood aspiration, the IFU states: this catheter is not suitable for blood aspiration. There are various events that can lead to a snapped catheter: 1. Tensile force which may be caused by: dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. In babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. Concerning this, there are some warnings in the IFU: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. Furthermore, the IFU states: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter to prevent kinking of the catheter if the patient flexes or bends the arm. "Do not bend the catheter or the extension line permanently to avoid damage to the catheter. Do not over stretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter undergoes flow and leak testing during production as part of the quality control process. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. A review of vygon USA's complaint data shows this is only reported catheter occlusion issues for lot 23e011d. Corrective action: the investigation determined that the defect is due to excessive tensile forces and is unrelated to the manufacturing process, as each catheter undergoes flow and leak testing during production. Therefore, quality management has not initiated any further corrective actions at this time.

Event description:
Right cephalic PICC (1fr single lumen) placed at 1700 for IV access and concentrated tpn. Tip confirmed in subclavian vein with excellent blood return; line secured. Initially ordered d10w with 1:1 heparin at 2 ml/hr; custom tpn connected at 1840 and uvc removed. Pump alarmed high pressure around 1900 at 300 mmhg; increased to 600 then 750 with repeat alarms. Poc glucose at 2014 was 1.8. Tubing checked[?]no clamps. Unable to flush via 3-way port, luer-lock, or directly; blood visible backing up through entire PICC past hub. Line confirmed clotted and locked. Alternate IV access attempts unsuccessful; 6 ml dbm given at 2100, poc glucose 3.5 after 30 min. In fentanyl given, new PICC placed ~2300 in svc; accessed with d12.5 and 1:1 heparin at 4 ml/hr, pump pressure 600. Required reinsertion of another PICC.